Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had evidence of oversensed noise on the left ventricular (lv) channel resulting in pacing inhibition. Boston scientific technical services (ts) recommended isometrics and pocket manipulations to assess lead integrity. Ts noted that if these movements cause sudden changes in impedance or threshold, the lv lead is likely impaired. Due to covid-19 the patient has not been brought into the clinic. No adverse patient effects were reported. The device remains implanted and in service.